Event description:
A medtronic representative reported an event that was identified in a journal article: electromagnetic stereotactic navigation for external ventricular drain placement in the intensive care unit by mahan, spetzler and nakaji. A problematic cranial shunt procedure occurred when a junior resident was unable to obtain durable cerebrospinal fluid (csf) flow after passing the catheter three times with image guidance to the dilated contralateral lateral ventricle in a patient with a thalamic intraparenchymal hematoma with intraventricular extension. The patient also had small cerebral convexity subdural hygromas. A more senior resident was asked to help given the multiple failures, and ultimately placed the catheter in the lateral ventricle after five additional free-hand passes. No further details were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable. Event date: (B)(6) 2013, taken from the journal article, journal of clinical neuroscience 20 (2013) 1718-1722. Cause of the event cannot be determined with the information provided by the site. System has been used successfully multiple times since the reported issue. No parts have been returned to manufacturer for analysis. Journal homepage: www.elsevier.com/locate/jocn. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The surgeon reported this patient had challenging anatomy and there was no allegation of navigational inaccuracy or a malfunction of the navigation device.